Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic after experiencing dizziness. It was noted that the patients right ventricular lead exhibited noise that caused inhibition of pacing. The lead was initially programmed to doo mode and was later capped and replaced on (B)(6)2018. The patient was stable prior, during and post procedure.